Event description:
As reported by the affiliate, a saber pta catheter ruptured at 14 atm during its second inflation. It was removed from the patient and another saber balloon was used to complete the procedure. There was no reported patient injury. The patient was a (B)(6) female. The intended procedure was a pta of a lesion located in the superficial femoral artery. The lesion was mildly calcified and the rate of stenosis was 100% (cto). For the procedure, a saber pta catheter was opened. There was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no damages noted to the device prior to patient use, and the product was prepped normally with no anomalies. After the lesion was crossed with a guidewire with no difficulty, the 6x40mm saber was inserted into the patient as back-up for balloon catheter. There was no difficulty or resistance/friction experienced as the balloon was inserted; however there was difficulty advancing through the target vessel and difficulty crossing the lesion. Once at the lesion, it was inflated. However, it ruptured at 14atm during its second dilation.

Manufacturer narrative:
Complaint conclusion: as reported, a saber percutaneous transluminal angioplasty (pta) catheter ruptured at 14 atmospheres (atm) during its second inflation. It was removed from the patient and another saber balloon was used to complete the procedure. There was no reported patient injury. The intended procedure was a pta of a lesion located in the superficial femoral artery. The lesion was mildly calcified and the rate of stenosis was 100% (chronic total occlusion). For the procedure, a saber pta catheter was opened. There was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no damages noted to the device prior to patient use, and the product was prepped normally with no anomalies noted. After the lesion was crossed with a guidewire with no difficulty, the 6x40mm saber was inserted into the patient ¿as back-up for balloon catheter¿. There was no difficulty or resistance/friction experienced as the balloon was inserted; however, there was difficulty advancing through the target vessel and difficulty crossing the lesion. Once at the lesion, it was inflated. However, it ruptured at 14 atm during its second dilation. The brand contrast media, contrast ratio and indeflator are unknown; however the indeflator was used successfully with other devices. The catheter was not kinked and was not ever in an acute bend. The balloon had inflated normally before rupture occurred. The balloon was removed easily from the patient and was removed intact. Another new saber (6x20mm) was used instead. The procedure was finished successfully. There was no patient injury and the patient is currently fine. The product was returned for analysis. One non sterile catheter saber 6mm4cm 90 was received in a plastic bag, the balloon was previously inflated and deflated. No other damages were noted in the device. A leak test was performed and a pinhole was noted in the mid-section of the balloon. Sem results showed that the external surface presented evidence of abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not present any evidence of damage. No other anomalies were found during the analysis. Review of lot 17053800 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the failure could not be determined. However, based on the information available for review, vessel characteristics (calcification, chronic total occlusion) may have contributed to the balloon burst as evidenced by abrasion marks noted on the external surface of the balloon during analysis. Neither the DHR review nor the product analysis suggests that the balloon burst experienced by the costumer could be related to the design or manufacturing process. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(Continued from event description): the brand contrast media, contrast ratio and indeflator are unknown; however the indeflator was used successfully with other devices. The catheter was not kinked and was not ever in an acute bend. The balloon had inflated normally before rupture occurred. The balloon was removed easily from the patient and was removed intact. Another new saber (6x20mm) was used instead. The procedure was finished successfully. There was no patient injury and the patient is fine. The product was clinically used. And it will be returned for analysis. The product has been received, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(6).